Manufacturer narrative:
The approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the coil would not track through glidecatheter and became detached in the catheter. The coil and catheter were removed from the patient. No patient harm or injury was reported.